Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On an unknown date, the patient was hospitalized for peritonitis. Treatment details were not reported. Physioneal therapy remained ongoing. Five days prior to the receipt of this report, the patient was discharged from the hospital and recovered that same day. No additional information is available.